Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was intermittent telemetry. The device did pass all functional tests, however, telemetry is intermittent and the cable is damaged.

Event description:
Asku

Event description:
It was reported the programmer rf head will not interrogate a pacemaker, but it will interrogate wireless devices. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.